Event description:
Customer reportedly received the following results on the aviva sys within 10 mins; 141 mg/dl, 193 mg/dl, and 88 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.